Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed and itchy skin irritation and marks on her skin from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient is a retired nurse, she reported that she removed the lifevest and washed the garment. Follow up indicated that the patient's skin irritation improved.